Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. System check was performed with tandem technical support and no issues were identified; however, customer reported removing/adding insulin outside of the load sequence. Tandem technical support informed customer that removing or adding insulin outside of the load sequence is off label per the user guide. Customer's blood glucose was no less than 480 mg/dl at time of alarms.